Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During the initial implant procedure, increased pacing impedance was observed on the right ventricular (rv) lead at different positions. The rv lead was explanted and a new lead was successfully implanted to resolve the event. The patient was in stable condition.